Manufacturer narrative:
Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.0.91 cloud - smartphone operating system data not available cloud - smartphone hardware n5004l cloud - cgm sensor type g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient sought medical attention at the emergency room (ER) two weeks ago while wearing their omnipod product due to an issue related to the device. Although the patient did not report specific symptoms or a diagnosis, they confirmed receiving treatment. The main issue reported was that the controller screen would not turn on, even when plugged into the supplied charger. The patient requested a new controller, which was sent. They were advised to use the insulet-supplied charging cord and to ensure they have a backup method of insulin delivery.